Event description:
It was reported when using the there was bd tube k2edta plh 13x75 2.0 slbl lav jlp there was insufficient additive quality. The following information was provided by the initial reporter. The customer stated: "the anticoagulants were turning to the liquid form and adhering to the tube wall."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes. Returned to manufacturer on: (B)(6) 2022. Investigation summary: investigation summary: bd received 1 sample and 2 photos from the customer in support of this complaint. A visual examination of samples and photos was performed and the issue of additive abnormality was observed. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was unable to determine the root cause of the indicated issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the there was bd tube k2edta plh 13x75 2.0 slbl lav jlp there was insufficient additive quality. The following information was provided by the initial reporter. The customer stated: "the anticoagulants were turning to the liquid form and adhering to the tube wall."